Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and tortuous distal right coronary artery. On the first inflation the 1.5x15mm apex push monorail balloon was inflated for 5 seconds and ruptured at 6 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as "no problem" with no complications reported. This device is only ous approved, but it is similar to a marketed us device.